Event description:
User received low results for several patient samples. Three examples were provided. Sample 1, initial bicarbonate result was 28 mmol/l, repeat on another analyzer was 35.6 mmol/l. None of the initial results were reported. The customer indicates they have stopped using the analyzer. If additional information is received, appropriate notification will be provided.

Event description:
User received low results for several patient samples. Three examples were provided. Sample 3, initial sodium result was 131 mmol/l, repeat on another analyzer was 137 mmol/l. Initial calcium result 8.8 mg/dl, repeat on another analyzer was 4.53 mg/dl. None of the initial results were reported. The customer indicates they have stopped using the analyzer. If additional information is received, appropriate notification will be provided.

Event description:
User received low results for several patient sample. Three examples were provided. Sample 2, initial sodium result was 128 mmol/l, repeat on another analyzer was 136 mmol/l. Initial calcium result 8.8 mg/dl, repeat on another analyzer was 4.45 mg/dl. None of the initial results were reported. The customer indicates they have stopped using the analyzer. If additional information is received, appropriate notification will be provided.